Event description:
Radiologist removed hemostar catheter for infection - the cuff stayed in the pt.

Manufacturer narrative:
The complaint was confirmed, and the cause appears to be use related. One hemostar catheter was returned for evaluation. The cuff completely detached from the catheter and was not returned for evaluation. The cuff most likely detached during removal. An impression from the cuff was found around the d/l tubing, which indicates that the cuff had been properly attached to the hemostar catheter. The product IFU states, the white retention cuff facilities tissue in-growth. The catheter must be surgically removed. Free the cuff from the tissue and pull the catheter gently and smoothly. No defects related to the mfg process were noted on the complaint sample. A chr was not completed since the lot info was not provided by the complainant.